Event description:
The manufacturer received information alleging a trilogy 100 ventilator was returned to a third-party service center with a damaged screen. There was no harm or injury reported. On evaluation, the liquid crystal display (lcd) screen was confirmed to be "shattered". The lcd display required replacement to address the issue. Unrelated to the display damage, the rear case enclosure was damaged and required replacement. No repairs were completed because the device was scrapped. Although there was no patient harm or injury, the shattered display is reportable because the failure could affect the ability of the device to provide therapy to published specifications.